Event description:
Edwards received information that during removal of an intraclude device, the physician encountered difficulties withdrawing the device due to difficulties deflating the balloon at the end of a case. After troubleshooting, the physician decided to remove the edwards syringe and used a smaller non-edwards syringe to deflate the balloon of the intraclude device. The physician was able to withdraw small volumes at a time with the smaller non-edwards syringe until the balloon was completely deflated. No patient adverse events were reported.

Manufacturer narrative:
Device evaluation is pending. A supplemental MDR will be filed when evaluation is complete.

Manufacturer narrative:
Additional manufacturing narrative: the device was returned to edwards for evaluation. Upon receipt, visual examination was conducted and no damages were identified. The returned device underwent a performance test according to edwards established criteria and met specification. Manufacturing records could not be reviewed as no lot number was available. Based on the information received, a root cause could not be definitively ascertained. A product deficiency was not identified. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.